Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was unable to be reproduced as the device alarmed for a system error 320 while attempting to test for upstream air. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upper and lower fluid numbers were found out of specification and failed attempted calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed constant air in line during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.